Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited high impedance. The physician indicated that the lead had fractured. The lead was capped. The patient was fine after the procedure.